Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Inspector received one iap measurement kit with no packaging. A saline spike was inserted into the bag and 30 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) was injected. No leaks were noted. A potential root cause could not be found since the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "9. Allow the system to equilibrate and then note the pressure reading on the monitor at end expiration. Caution: this reading should not steadily decline. If you find the pressure reading drifts down, then the clamp is likely not rotated the full 90 degrees and fluid is leaking out of the system or you have a luer connector leak. Drain the system, check the luer connections and repeat the process, making sure the clamp is turned a full 90 degrees. 10. Once a reading is completed, hold the clamp and rotate the handle counterclockwise 90 degrees from the ¿iap¿ position to the ¿drain¿ position. Caution: be sure the clamp has been turned to the ¿drain¿ position to ensure proper urinary drainage. When the bard® intra-abdominal pressure monitoring device clamp is in the ¿drain¿ position, there may be some pressure left in the system, which reads on the monitor, this is normal. Only after following the above procedure and with the clamp in the ¿iap¿ position should the monitor be read and interpreted. 11. Record the volume of fluid infused in the fluid I&o¿s sheet." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked into the drainage bag though the sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked into the drainage bag though the sample port.